Manufacturer narrative:
Approximate age of device- 2 years 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2019. The cause of death is unknown. No further details were provided.

Event description:
Additional information was received indicating the patient had end-stage dementia and was under palliative care. The patient's death was reported to have been expected and was unrelated to the device. The device was reported to have been working as expected. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate ii lvas, and the reported event could not be conclusively established through this evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.